Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Study source: (B)(4) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) clinical study. This complaint is being reported based on the event of asthma exacerbation treated with medication (exact medication type not reported). On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced asthma exacerbation and was treated with medication (exact medication type not reported). No hospitalizations or emergency room visits occurred. On (B)(6) 2015 the event was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2015; pre-bronchodilator: fev1: 2.05; fev1 % predicted: 72.00; fvc: 3.08; fvc % predicted: 94.00. Post-bronchodilator: fev1: 2.71; fev1 % predicted: 96.00; fvc: 3.54; fvc % predicted: 108.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of asthma exacerbation treated with medication (exact medication type not reported). On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced asthma exacerbation and was treated with medication (exact medication type not reported). No hospitalizations or emergency room visits occurred. On (B)(6) 2015 the event was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 2.05, fev1 % predicted: 72.00, fvc: 3.08, fvc % predicted: 94.00. Post-bronchodilator: fev1: 2.71, fev1 % predicted: 96.00, fvc: 3.54, fvc % predicted: 108.00.

Manufacturer narrative:
Describe event or problem: additional information.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma exacerbation treated with medication (exact medication type not reported). On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced asthma exacerbation and was treated with medication (exact medication type not reported). No hospitalizations or emergency room visits occurred. On (B)(6) 2015 the event was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2015, pre-bronchodilator, fev1: 2.05, fev1 % predicted: 72.00, fvc: 3.08, fvc % predicted: 94.00. Post-bronchodilator, fev1: 2.71, fev1 % predicted: 96.00, fvc: 3.54, fvc % predicted: 108.00. **additional information received on 14oct2016** on (B)(6) 2015 the event was considered to be resolved.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma exacerbation treated with medication (exact medication type not reported). On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced asthma exacerbation and was treated with medication (exact medication type not reported). No hospitalizations or emergency room visits occurred. On (B)(6) 2015 the event was considered to be resolved. Baseline spirometry values visit date: (B)(6) 2015, pre-bronchodilator, fev1: 2.05, fev1 % predicted: 72.00, fvc: 3.08, fvc % predicted: 94.00. Post-bronchodilator fev1: 2.71, fev1 % predicted: 96.00, fvc: 3.54, fvc % predicted: 108.00. Additional information received on 14oct2016: on (B)(6) 2015 the event was considered to be resolved. Additional information received on 13dec2016: the patient was treated with moxyfloxacin and analgesic anti-inflammatory for the asthma exacerbation. The antibiotic was given prophylactically.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of asthma exacerbation treated with medication (exact medication type not reported). On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced asthma exacerbation and was treated with medication (exact medication type not reported). No hospitalizations or emergency room visits occurred. On (B)(6) 2015 the event was considered to be resolved. Baseline spirometry values: visit date (B)(6) 2015. Pre-bronchodilator: fev1 2.05. Fev1 % predicted: 72.00 fvc 3.08. Fvc % predicted: 94.00. Post-bronchodilator: fev1 2.71. Fev1 % predicted 96.00 fvc 3.54. Fvc % predicted 108.00. **additional information received on 14oct2016** on july 3, 2015 the event was considered to be resolved. **additional information received on 13dec2016** the patient was treated with moxyfloxacin and analgesic anti-inflammatory for the asthma exacerbation. The antibiotic was given prophylactically. **additional information received on 08feb2017** the patient was given analgesic anti-inflammatory to treat pain.